Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04547. It was reported patient presented in clinic for a follow-up complaining of pain at site. A very prominent device header was observed. High threshold and no capture due to left ventricular lead dislodgement was also noted. Patient was scheduled for a new left ventricular lead and pocket revision. The lead and device were explanted and replaced. Patient was stable throughout.